Event description:
It was reported that the patient is in the emergency department (ed) with a low heart rate and looking pale. Per caller, they cannot interrogate device, "cannot download". The nurse has used several programmers and has changed the programming head. Twiddler's syndrome was suspected. No pacing response with programming head. The patient has a history of high outputs. The device has reached end of life (eol) and will be explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Failure disappeared during analysis.

Event description:
It was reported that the patient is in the emergency department (ed) with a low heart rate and looking pale. Per caller, they cannot interrogate device, "cannot download". The nurse has used several programmers and has changed the programming head. Twiddler's syndrome was suspected. No pacing response with programming head. The patient has a history of high outputs. The device has reached end of life (eol) and will be explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.